Event description:
After total hip replacement (B)(6) 2006 on left hip, I was progressing well with no problems. While laying in bed on my back, knees and legs up in pup tent style, when I straightened my legs out, heard three snaps. The ceramic transcend liner broke in two prompting my hip to dislocate due to the liner breaking, the modular neck with a ceramic ball had to be replaced also, the liner was replaced by a plastic liner and modular neck with a titanium ball. This was the first revision on 2nd operation on my left hip. Less than 3 months after original operation. ... More to come on 2nd product report included with this. Date of event: (B)(6) 2009. After total hip replacement (B)(6) 2006 and /or revision (B)(6) 2007 on left hip. While walking in from mailbox my left leg just collapsed from under me causing me to fall to the left on my hedge plants. The titanium neck broke off down in the stem within my thigh bone, prompting a 2nd revision, 3rd operation on my left hip. Due to the titanium neck breaking off down in the femoral stem, all parts had to be retrieved and replaced. This was a more serious operation to complete, my femur had to be split to remove the stem, a longer stem was implanted, femur wired together in four places, plus that replacement of the neck, ball, and liner. The only piece that wasn't replaced was the cup or socket in the hip bone. This has been a long recovery, three operations on left hip also my right hip had been replaced with the same product from wrightmed group on (B)(6) 2008. Needless to say if I had foresight this operation would not have taken place! Certainly not with wrightmed products. All I's were dotted and t's were crossed after the three operation, followed all instructions, never fell or caused any trauma to my hips.